Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15795323 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new stent (details unknown), new microcatheter (details unknown), enterprise vrd and delivery (enc452812/10152239).

Event description:
The surgeon felt friction when the stent (enc452812/10152239) was advanced to the front part of the microcatheter (606s255x/15795323). The surgeon had to withdrew them as a unit and changed to another stent and microcatheter (catalog and lot unknown for both) to complete the procedure. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. No adverse event on the patient. The patient had pcom. The aneurysm size is 5*4mm.

Manufacturer narrative:
During treatment of a 5x4 posterior communicating (pcom) aneurysm friction was felt when the enterprise stent (enc452812/10152239) was advanced to the front part of the prowler select plus microcatheter (606s255x/15795323). They had to be withdrawn as a unit and changed to another stent and microcatheter (catalog and lot unknown for both) to complete the procedure. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. There was no adverse patient event. (B)(4) one non sterile enterprise and a microcatheter prowler select plus 150/5 cm were received coiled inside a plastic bag. The enterprise stent was received in the introducer. The delivery wire presented no visual damage. An unknown guidewire was received. The microcatheter presented a compressed/flat section at the distal end. No other anomalies were observed on the received units. The microcatheter was observed under a microscope and the damage was confirmed. The returned prowler select plus microcatheter was used to perform a functional test with the returned enterprise system. The enterprise was able to go through the microcatheter with some resistance/friction at the compress/flat sections. A cordis lab sample guidewire 0.018¿ was introduced from the proximal end and it was able to go through the mc with some resistance/friction at the damage area. The ID from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing the returned enterprise and a lab sample guidewire were able to go through the returned prowler microcatheter and the ID was within specification. However, there was some resistance which was due to compressed areas of the microcatheter. The root cause of the damages to the microcatheter cannot be determined. The timing and cause of this damage cannot be determined; however, if this had been present during procedural use, it is likely that it impacted the reported event. Procedural factors/handling factors may have contributed to the event. With review of the reported information, the analysis and device history records review there is no indication of any device design or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. (B)(4) one non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received in the introducer. The delivery wire presented no visual damage. An unknown guidewire was received. The involved prowler select plus microcatheter presented a compressed/flat section at the distal end. No other anomalies were observed on the received units. The returned prowler select plus microcatheter was used to perform a functional test with the returned enterprise system. The enterprise was able to go through the microcatheter with some resistance/friction at the compress/flat sections. Lake region reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10152239. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to insert the enterprise vrd through the prowler select plus microcatheter was not confirmed with functional analysis. With functional testing the enterprise was able to be inserted through the prowler; however there was some resistance encountered due to a compressed/flat section at the distal end of the prowler. The root cause of the damages to the microcatheter cannot be determined. The timing and cause of this damage cannot be determined; however, if this had been present during procedural use, it is likely that it impacted the reported event. Procedural factors/handling factors may have contributed to the event. With review of the reported information, the analysis and device history records review there is no indication of any device design or manufacturing issues related to the event. There were no anomalies or defects of the enterprise contributing to the event. Therefore, no corrective actions will be taken at this time.